Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submtted once the device eval is complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 wires were separating from the jaw. This occurred after 75% of branch ligation and tunnelplasty had been completed. The harvester stated "there were a lot of branches on the vein, more than usual." A new kit was used to complete the procedure. There were no pt effects.